Event description:
This was a left sided cardiac lead extraction to remove a total of 2 pacemaker leads (mdt 5076 -ra & 4092 - rv; unknown age) due to a non-functional lead, chronic pain and device upgrade. The patient was prepped with an arterial line, fluoroscopy in use, tee and blood products available. The leads were prepped with a lld #1 (rv) and a lld #2 (ra). Mechanical extraction was attempted but was ultimately unsuccessful due to excessive fibrosed/adhered leads. Lasing began with a 14f sls ii successfully extracting the rv lead. Switching to the ra lead lasing continued with the 14f sls ii, encountering significant adhesions but extraction was achieved. Soon after removing the lead the patient's arterial bp declined to 40. A tee noted a cardiac effusion behind the lv which could not be reached with a pericardiocentesis. Within 5 minutes of the initial pressure decline a sternotomy was performed noting a 10x6 mm tear in the svc/ra junction. The patient was placed on bypass and the tear was successfully repaired with a pericardial patch. The patient was transferred to the ICU and was ultimately discharged with no reported neurological deficit. There were no devices retained as they were disposed of after use. During an internal lhr review there were no issues or nonconformances noted.

Manufacturer narrative:
Device was disposed of after use.